Event description:
It was reported that the video system center had a flickering image. The event occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is presumed that due to failure of the patient board set, intermittent flickering of the patient occurred. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.